Event description:
The customer called to report short battery life and the insulin pump shutting down. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. Unable to confirm the low battery alarm due to the corroded battery tube.